Manufacturer narrative:
H3: one device was received for evaluation. There was no service history evidence to review. The reported issue was confirmed by functional test. The cause was the expulsor. The expulsor was replaced to correct the problem. The device then passed all functional tests after repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test at 9.8%. There was no patient involvement, and no patient harm/adverse event reported.